Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal narrow internal carotid artery with mild calcification, 85% pre-stenosis and 35% post-stenosed. A 6x8x40mm rx acculink self-expanding stent system (sess) was prepped per the instructions for use without issue, advanced to the target lesion without any resistance noted and intended to be deployed. However, the handle could not be retracted and the stent could not be deployed. The sess was removed. Another acculink was used to successfully complete the procedure. There was no patient effect and no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the stent implant was partially exposed from the distal end of the outer sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent implant was partially exposed from the distal end of the distal outer sheath, for a length of 5mm. The failure to deploy was able to be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.